Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of depleting faster than expected. At the last device check there was 88 percent battery remaining and now there is 13 percent battery. A request was made for data analysis. Engineering analysis confirmed the device has a rapid decline in battery longevity however, there was no observation of a battery depletion (bd) error. Technical services recommended device replacement within 14 days. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of depleting faster than expected. At the last device check there was 88 percent battery remaining and now there is 13 percent battery. A request was made for data analysis. Engineering analysis confirmed the device has a rapid decline in battery longevity however, there was no observation of a battery depletion (bd) error. Technical services recommended device replacement within 14 days. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was explanted. The device was returned for product analysis. No additional adverse patient effects were reported.